Manufacturer narrative:
Additional information:  baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported air in line alarm was verified through a review of the event history log but not reproduced during evaluation. Evaluation revealed the ultrasonic values to be out of specification, the ultrasonic sensor was recalibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.